Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded/loose drive support disk. The unit had cracks on the battery tube threads, belt clip slot, reservoir tube lip and reservoir tube. The device also had a scratched lcd window and missing end cap sticker.